Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the right ventricular (rv) lead dislodged and exhibited a decrease in ventricular sensing and was sensing the right atrium. The lead further exhibited no capture, sensing integrity counter (sic) and noise. The lead was re-positioned. The lead dislodged a second time. The lead was replaced. The right atrial (ra) lead dislodged and the lead was reprogrammed to vvi mode. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead exhibited high thresholds.